Event description:
Additional information received from the healthcare provider (hcp) and manufacturer¿s representative (rep) reported they had no further information related to the patient¿s death, they had only heard that the patient died after they tried to reach them for further follow-up. It was noted the rep. Did get a call from the patient¿s son who informed them that their mother had died, but he forget to ask the date and time of death. However, the patient¿s son did inform the rep. The patient had a history of seizures, but as of right now they had no information as to whether the patient¿s death was related to the device or not. Further follow-up was performed with the patient¿s son who stated the patient was living in their home at the time of death, but the cause of death was still unknown, but they were in the process of doing a ¿biopsy¿ and an autopsy. Once these tests were completed the son was going to send the results or any additional information they received.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they still didn¿t know the cause or date of death, just that it happened in the month of (B)(6) during the stage 1 test, but it wasn¿t related to the trial. The rep. Didn¿t have the ens lot number but was going to try and retrieve it from the account.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889blue_lead, lot# va1ebtr, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) a trial patient died in some type of medical facility. The cause of death was a suspected stroke or heart attack. When the consumer was asked when the patient died or if it was thought to be related to the device they stated it was unknown. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.